Event description:
Knee revision due to instability.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Knee revision due to instability.

Manufacturer narrative:
Reported event: an event regarding crack/fracture, wear, and instability involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device and clinician review of provided medical records. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the insert is worn. The damage present on the posterior portion was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Clinician review: a review of the provided medical information by a clinical consultant indicated: "the office note states that the patient had significant instability in a previously replaced knee. The instability is again noted in the operative report. In addition, the surgeon states that there was gross wear and fracture on the "dorsomedial" surface of the tibial liner. He went on to remove the failed insert and replaced it with a thicker one. Revision total knee surgery for tka instability is confirmed. The root cause of this tka instability and tibial component wear cannot be determined by the information provided." Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability and fracture/wear of the triathlon insert. The fracture and wear of the insert were confirmed via evaluation of the returned device. A review of the provided medical records by a clinical consultant confirmed joint instability but could not identify root cause. Further information such as additional pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It was reported that the patient had a "slip accident" and that the knee became instable after this incident. It is likely that this patient trauma contributed to the device failure. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.